Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that his humidifier caught on fire and caused smoke damage. There was not a report of injury with this incident.